Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's therapy was not staying on, as the caller suspected the implant had discharged excessively, turning off the therapy. They mentioned the implant was now charged to 75%, but they could not reactivate the therapy. The agent guided the caller on how to turn the therapy back on using the patient programmer. During the call, the caller confirmed the therapy was off when connected to the patient's implant. They successfully turned the therapy back on and noted that the patient could feel it was active. The agent reviewed the therapy and battery level overview with the caller. When asked about the event date, the caller mentioned they noticed the therapy was off today when they felt shaky, suggesting it might have been off overnight, but they were unsure of the exact time it turned off. The issue was resolved through troubleshooting, and the caller confirmed the therapy was active by the end of the call. The patient was advised to consult their healthcare provider for further evaluation of the implant.